Event description:
The patient had a localized swelling and redness event at the site of application from his abbott freestyle libre 3 plus monitoring sensor lot #: t60003522. Irritation began on saturday (B)(6) 2025 and persisted until today (B)(6) 2025, note the device was removed sunday, (B)(6) 2025 at 9:00 am.